Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tritanium revision acetabular; cat# 509-02-54e; lot# je7967. Gap plate screws; cat# 2080-0035 ; lot# 9m3yny. Gap plate screws; cat# 2080-0035 ; lot# lt3y3d. Modular dual mobility insert; cat# 626-00-42e ; lot# 60877202. C-taper cocr lfit head 28mm/0; cat# 06-2800 ; lot# vj55et. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient's left hip was revised due to instability. As reported by rep: "dr. Removed all implants and reimplanted."

Manufacturer narrative:
Additional information: date of implant. An event regarding instability involving a adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, functional, dimensional & material analysis inspection was not performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Product history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient's left hip was revised due to instability. As reported by rep: "dr. Removed all implants and reimplanted."